Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device results/lab inr was 1.3 and 1.1/3.1. The patient was not treated. The device was replaced and requested to be returned for evaluation.